Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance values and was not fully inserted into the header. The pocket was reopened and the lead was reinserted into the header. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-58 lead implanted: 2014 (B)(6); 4396-88 lead implanted: 2014 (B)(6). (B)(4).